Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected; a reddish/brown liquid was noted inside the valve. The valve was tested for programming and passed the test. The valve was flushed; the valve passed the test, no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was implanted. The doi and the initial setting was unknown. Then the surgeon suspected valve obstruction by checking images. The setting was lowered to 2, but the x-ray images did not show improvement. Therefore a revision surgery was performed. After the revision surgery, the surgeon confirmed improvements by x-ray images. No further information was provided by the hospital. The product will be returned to your site.